Event description:
Healthcare professional confirmed left side rupture.

Manufacturer narrative:
Device evaluation: a review of the device noted, an opening on the posterior side assessed, as an unidentified tear. The shell thickness was within specification.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported unknown side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as (B)(4) 2024. Additional, changed, and/or corrected data: d4; d6a; h4.